Manufacturer narrative:
S/w version 4.11c. Retainer ring: black. Customer alleged, pump received critical pump error (open book image) alarm, after moisture expose found on (B)(6) 2021. Unit received, with critical pump error (open book image) alarm, after battery installation. Unit received, with corroded electronic assemblies and corroded motor home switch. Unit was able to download firmware using crest software successfully. However, incomplete download of pump's trace and history files. Using thus, software caused by moisture damage on [pcba 1 / force sensor]. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test, due to critical pump error (open book image) alarm. Force sensor zero offset (within) specification (26.4mv). Bootloader traces were downloaded successfully. Using thus, software and crest. P-cap/reservoir locks properly into place. The following were noted, during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Critical pump error (open book image) alarm was confirmed, due to moisture damage. No fatal critical pump error or critical pump handling errors found in the history files or traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. Insulin pump was exposed to moisture and it was not working. Insulin pump was alarming and showing a picture of an open book, a picture of insulin pump with a red cross. Customer stated there was fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.